Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 18mmol/l. The customer was treated for high blood glucose with bolus. During the troubleshooting we found out there are small bubbles in the reservoir. The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. The customer stated she has air bubbles in the reservoir. The customer was advised to change infusion set and instructed to tap reservoir to gather small bubbles into a large one. The customer was advised to push air back to insulin vial. The customer stated that air bubbles did not persist after set change. The customer was advised to monitor pump.